Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she had a right pka on (B)(6) 2012. Patient started to experience pain about three weeks after her surgery. Patient had physical therapy and pain management. Patient continued to experience pain and was revised to a tka on (B)(6) 2015. Patient continues to experience pain, her knee locks and pops. Patient cannot sit for long periods of time, she has trouble walking. Patient would like to know if her implants are part of recall. Patient is seeking compensation for all her suffering. This pi is for revision of primary.